Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were different/diffuse error codes after the first or second activation. There was no function with the gen11. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and (not) returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for (there were different/diffuse error codes after the first or second activation). The device was disassembled to inspect the internal components it was noted that the insulated pin was out of position, the device was disassembled and the pin was found to be bent. Due to the returned condition of the device no functional testing could be performed. No conclusion could be reached as to what caused this issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure.